Manufacturer narrative:
Based on the provided information, a reagent or instrument issue can be excluded. The root cause was consistent with an analytical interference by anti-rabbit antibodies. These antibodies bridged the rabbit-derived assay reagents, creating a false-positive signal. The product labeling states: "in very rare cases falsely elevated results for cystatin c will be obtained from samples taken from patients who have been treated with rabbit antibodies or have developed anti-rabbit antibodies." The investigation did not identify a product problem. The cause of the event was consistent with a known interference.

Manufacturer narrative:
The c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant cystatin c gen.2 assay on a cobas 8000 c702 module, not matching the patient's clinical diagnosis. Initial result: 8.66 mg/l (accompanied by a data flag). The initial result did not match the patient's clinical diagnosis, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Rerun result: 11.90 mg/l (accompanied by a data flag).